Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they were frequently losing power to their device. This complaint is being reported because it was not resolved with troubleshooting. There is no allegation of an adverse event associated with this complaint.